Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was placement difficulty when implanting this left ventricular (lv) lead. This cardiac resynchronization therapy pacemaker (crt-p) and lv lead system is considered off-label as no right ventricular (rv) lead was implanted. Post implant, this lead exhibited musle stimulation and loss of capture. It was found that the lead had moved since implant. A lead revision took place, and this lead was explanted and replaced. No additional adverse patient effects were reported.